Event description:
It was reported that natural removal of the foley catheter balloon occurred. Since there was no cuff part, there was a possibility of remaining inside the body, but confirmation was not possible because the patient has already passed away. There was no impact on additional procedures or treatments due to this matter.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.